Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding an out of place wire was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had a protruding cable at the tip. The customer swapped out the instrument to resolve the case. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to being used on the patient, there was no outstanding damage found. The instrument did not collide with another instrument in the procedure. There was no articulation issues with the instrument.